Manufacturer narrative:
The calibration was acceptable. The customer declined a service visit as the issue was resolved with maintenance actions (cleaned the mixer, procell, and clean cell cups, recalibration, and qc). The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 104 ng/ml. The sample was tested on another module, and the repeated result was 17.1 ng/ml. The repeated result was believed to be correct. The sample was repeated because the customer noticed a data flag on another sample and decided to repeat the samples that had been tested.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.